Manufacturer narrative:
.

Manufacturer narrative:
Date of this report; date received by manufacturer; corrected data: inadvertently listed the aware date incorrect on the initial report. The aware date should have been (B)(4) 2014.

Event description:
It was reported that the patient was having problems with the vns and indicated he had ¿probes¿ in the back of his neck and that when he touched them he would get put into ¿convulsions¿. The patient later stated his vns is working fine and his seizures are controlled with the vns. No further information has been received to date.